Event description:
It was reported via implant card received that the patient underwent vns generator replacement surgery due to battery depletion. However, the implant card indicated that there was a lead fracture identified. Follow up with the company representative revealed that the high impedance was observed during the surgery measurements. It was stated that the impedance was checked with the new and again with the old generator connected. The lead was not replaced during the surgery as there was not a patient's signed agreement for lead revision at the time. No relevant lead revision surgery is known to have occurred to date. No additional relevant information has been received to date.